Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: customer clarified the issue is a broken cable at the distal end of the instrument. There was no missing or detached material from the device that enters to the patient. There was no allegation of unclamping failure while gripping tissue. Additionally, there were no report of issues related to non-intuitive or uncontrolled motion.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.